Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pumps were returned from the inpatient hospital with a note stating, "possible defective pump." Upon inspection, it was found that there was no medication left in the pump and no warnings were displayed. When the pump was used again, it initially showed no warnings or errors, but errors occurred when a nurse attempted to hook it up. The continuous infusion rate was set to 2 mg, with a total reservoir volume of 90.2 ml. No medication had been administered. The air detector was off, and the upstream sensor was on. The length of infusion was 48 hours, and the lock level was set to locked. A closed system drug transfer device (cstd) was used to fill the cassette, and the pump was used to prime the extension tubing. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.